Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 attempted delivery for the support of a patient but the 5.5 failed delivery despite all measures. The anatomy in the axillary precluded placement.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely due to patient condition since the patient had vascular disease and worsened anatomy.